Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva bags were leaking from the wielding at the connection of the port. The leaks were discovered post-compounding and before use of the product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two samples were received for sample evaluation. Visual inspection by the naked eye revealed that the middle port of the two bags was cut off by the customer, most likely to drain the bags. The bags were inflated with air and leak tested under water. A leak was confirmed on one bag from a pin hole next to the middle port weld. The reported issue was verified. The cause was not determined. No leak was identified on the second bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.